Event description:
It was reported that four 20 ml bd luer-lok¿ syringes experienced illegible scale markings. Product defect was noted prior to use. The following information was provided by the initial reporter: 4 syringes with unclear scale. 2 syringes with embedded foreign matter.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-11. H.6. Investigation summary: six samples were received. They came in plastic bags. Visual inspection was performed using a 10x magnifier lens. Two of them have black speck embedded in the barrel wall and the other in a plunger rod rib. All samples were also inspected for scale marking issues. All have the scale graduation lines and numbers with good printing, no defect or imperfections were observed. The embedded black specs are from the molding process. This can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Regarding the scale marking issue this symptom was not confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that four 20 ml bd luer-lok¿ syringes experienced illegible scale markings. Product defect was noted prior to use. The following information was provided by the initial reporter: 4 syringes with unclear scale. 2 syringes with embedded foreign matter.